Event description:
It was reported that the ventilator was making a high pitched whining noise, was autocycling, and was also very hot to the touch. The pt was turning blue during the autocycling issues and was sent to the emergency room.